Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing leaked during lipids infusion. The event occurred in newborn ICU. Although requested, additional information was not provided.